Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Investigation of the available information also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that patient had atrial oversensing which looked like minute ventilation (mv) oversensing with variable impedances. Boston scientific technical services (ts) reviewed the data and confirmed mv oversensing along with seeing high out-of-range atrial impedance measurements of greater than 3000 ohms. There was also atrial pacing inhibition of greater than two seconds. Ts discussed programming options, and they planned to bring the patient in to the clinic to test lead integrity and find the source of the issue. The patient presented at the clinic and the respiratory rate trend was programmed off, and the mv oversensing went away. The device and leads remain in service. No adverse patient effects were reported.